Manufacturer narrative:
Follow-up # 1: the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was reading inaccurately high compared to his feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, at an unknown he obtained readings of ¿237mg/dl¿ on the lfs meter. The patient reported using non insulin injections to manage his diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 1.5 hours after the lfs meter issue, he became ¿shaky¿ and had something to eat or drink on (B)(6) 2013, at 1pm. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged inaccuracy issue, he developed symptoms suggestive of hypoglycemia and required treatment to prevent additional injury.

Manufacturer narrative:
Follow-up # 2 ¿ (11/18/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.